Manufacturer narrative:
Info was forwarded from the (B)(6), which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. There were lot numbers for the device in this case. The device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. As soon as additional info has become available and/or the device(s) have been returned for eval and an investigation result has become available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that the pt underwent a total right hip arthroplasty on (b)() 2008. It is also reported that the pt complained of having problems with the implanted devices since after the implant surgery. It is reported that the pt underwent a surgical revision on (B)(6) 2011.